Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was repositioned due to loss of capture, low sensing and high capture threshold. The patient will be followed normally. The patient was discharged in good condition on the same day.